Event description:
It was reported that the catheter had been used as a femoral access and was in for 2 weeks. They began treatment and noticed a leak. During replacement of the catheter over a guidewire, it was noted that the catheter had a hole in it approx. 1/4" below the hub.